Manufacturer narrative:
(B)(4). Additional information: the device was received with skiving of the heat shrink (shaft cover) material not all present. The device was mechanically tested and no anomalies were noted. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified. All three tones were heard during functional testing (tone 1 is heard when the energy activation button is pressed; tone 2 is heard when tissue impedance threshold is reached and tone 3 is heard when the cycle is complete). The device was tested with the test media and no anomalies were noted during the cut test, the device jaws opened and closed without difficulty releasing the test media like its intended to. The IFU warns "prior to inserting or removing the device from the trocar, ensure that the device is in the straight, non-articulated position by confirming that the indicator arrow on the articulation wheel is aligned with the top of the instrument." The IFU also warns the user to discontinue use if black heat shrink covering is damaged.

Event description:
It was reported that during a total laparoscopic hysterectomy (tlh) procedure, the device's jaws would not release the tissue post firing. The case was completed with a ligasure. There was no adverse event. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4). Device evaluation - no device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.